Event description:
It was initially reported that the patient was in the emergency room due to painful stimulation in her neck due to her vns. The patient felt her vns was stimulating more than it should and seems more painful. The pain was causing her seizures to be worse. Attempts for additional information have been unsuccessful to date.